Event description:
A healthcare professional reported that the scans all seemed to be shifted down on the virtual machine optical coherence topography, surgeon was unable to remove tissue to complete the capsulorhexis (incomplete cut, no primary or secondary incisions was present) in the patient's unknown eye, during cataract surgery. Surgeon was able to complete the surgery with no harm to the patient, posterior bag was not ruptured.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Upon further review this complaint was reassessed and confirmed that, this event does not meet criteria for reporting as a reportable malfunction of scans all seemed to be shifted down on the virtual machine optical coherence topography, surgeon was unable to remove tissue to complete the capsulorhexis (incomplete cut) in the patient's unknown eye during surgery. No further regulatory reports required. The manufacturer internal reference number is: (B)(4).